Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported failure and replaced the viodv iesu as a fix. The system was tested and verified as ready for use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the procedure date of (B)(6) 2022 on system sk4600. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the viodv integrated electrosurgical generator unit (iesu) was suddenly shut off and flashing image occurred after the reboot. An isi technical support engineer (tse) was contacted for troubleshooting assistance. The tse advised the customer to connect the power cable of the vio dv to the power outlet directly. The issue persisted after trying the tse advice. The customer continued the procedure with a third party force triad generator. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: system functionality was checked upon powering on the system and the iesu initially started and used without any errors. The procedure was completed successfully with the external generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the viodv integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the reported failure. The iesu was placed on an in-house system and would not boot up. The 8v fuses were replaced.

Event description:
Refer to h10/h11 for follow-up information.